Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to the post sensed ventricular delay. The patient's implantable cardioverter defibrillator (ICD) was subsequently explanted due to the battery performance advisory. The patient was stable throughout programming changes and after explant.